Event description:
Reporting status: malfunction. Reporting rationale: stent dislodgement has caused or contributed to patient injury previously. Device issue: stent dislodgement. It was reported that during preparation, the stent implant dislodged and came off with the protective sheath. The sds had not been connected to the indeflator when the protective sheath was pulled out. No additional event or patient information is available.

Manufacturer narrative:
Results - product performance engineering could not perform an evaluation at the time of this report. Results and conclusions will be forwarded upon completion. Evaluation summary: quality assurance analysis revealed that the stent delivery system (sds) was returned without any blood or contrast visible. The stent implant was returned in the protective sheath, dislodged from the sds. There was no damage noted to the stent implant. The balloon was tightly folded. There were crimp marks on the balloon between the markers. There was no damage noted to the sds. A snap gauge was used to measure the outer diameters of the stent implant. The outer diameter measurements met manufacturing criteria. Product performance engineering could not perform an evaluation at the time of this report. Results and conclusions will be forwarded upon completion.